Event description:
Nellcor puritan bennett received a call from a representative of facility on 10/15/1999. Facility called to report the following problem: intermittent all led's with no audible alarm.